Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range. (B)(4).

Event description:
The customer reported via phone call that they received open book error image. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.